Event description:
Pt underwent rt total hip replacement in 1995 with revision arthroplasty in 1998. The pt did well until 2 weeks ago when pt began feeling a grinding sensation and pain in pt's rt hip. X-rays were obtained and revealed a failure of the polyethylene liner locking mechanism causing the femoral head to be located accentrically and is coming into contact with the metal acetabular shell. Surgical intervention was required in 2000. At that time, it was found that the rubbing of the femoral component against the acetabular shell had caused metal debris and staining of rt total hip. The pt underwent revision of rt total hip arthroplasty and removal of the entire acetabular component and conversion to a different type of acetabular component.